Event description:
Unable to capture v lead via device, pacing lead impedance > 2000, check header block for deficiency.

Event description:
Unable to capture v lead via device, pacing lead impedance > 2000.